Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and inadequate pain relief. The patient underwent ipg revision procedure. Patient was doing well postoperatively. Unable to return explanted products due to geisinger policies.